Event description:
A report was received that the patient underwent an ipg explant due to infection. The patient was prescribed antibiotics. The physician did not believe that the infection was device related.

Event description:
A report was received that the patient underwent an ipg explant due to infection. The patient was prescribed antibiotics. The physician did not believe that the infection was device related.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.